Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the proximal edge of the crimped stent were distorted, damaged & lifted upwards from the stent profile. The stent has also stretched and moved distally. This type of damage to the stent is consistent with the stent encountering resistance when advancing and subsequent withdrawal resistance; forcing the crimped stent to move distally. The bumper tip of the device showed signs of damage at the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. Visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 05-jan-2016. It was reported that crossing difficulties occurred. Vascular access was obtained via the femoral artery. The 22mm target lesion was located in a moderately tortuous vessel. A 2.50x38mm promus element ¿ long drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent damage and movement on balloon. (B)(4)